Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of admission was 39 mg/dl. The customer was in a vehicular accident and was the driver. The customer stated that he was driving, veered off the road and the police called the ambulance. The customer was unaware of the cause of the low blood glucose levels. The customer was hospitalized again on (B)(6) 2015 due to low blood glucose levels that he did not know how occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.